Event description:
It was stated that the customer passed away due to heart congestion related to diabetes. It was stated that the customer had a massive heart attack and the customer was wearing the insulin pump at the time of death. The insulin pump was unable to be returned at this time. It was stated that someone would call back to make arrangements to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge.